Manufacturer narrative:
(B)(4) - device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten infusion set fell off during use events between 20-apr-2024 to 18-jun-2024. The infusion sets had been used for 4-12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.